Manufacturer narrative:
The customer reported that a loud cracking noise was heard from detector 2 during radius motion. After the noise was heard, the detector descended downward uncontrolled. There was no allegation of system contact with an operator, bystander, or patient and no report of harm. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse reported that on june 19, there was a slight audible noise when moving the radius motion of detector 2. On the same day, the fse found a defective radius spindle and ordered the spare parts to replace it. The fse returned on june 26 to make the repairs; however, he found that the spindle nut had detached itself from the spindle. The fse ordered and replaced all necessary parts to resolve the issue. The probable cause was a failed spindle nut that detached from the spindle. A field safety notice (fsn 88200523) was released to customers indicating that an issue has been found in the forte family of gamma cameras. The issue could result in either detector 1 or detector 2 falling unimpeded vertically to the end stops of its travel limit due to a mechanical failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported that a loud cracking noise was heard from detector 2 during radius motion. After the noise was heard, the detector descended downward uncontrolled. There was no allegation of system contact with a person and no report of harm. This event has been determined to be a reportable event and is currently under investigation. Based on the available information, this event has been determined to be a reportable event.